Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. Customer¿s blood glucose level was unknown at the time of incidence. The customer reported that they received a critical pump error image on the pump screen. Customer was advised that the pump had need to be replaced. Customer had advised to discontinue use of the pump and revert to back up plan per healthcare professional instructions. Troubleshooting was performed. Insulin pump will return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.